Event description:
It was reported that the device would not complete the boot-up cycle and locked-up. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The sys controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u61. This failure caused the device to not complete the boot cycle.